Event description:
It was reported the processor was defective. There was no patient involvement.

Manufacturer narrative:
The engineer's diagnostic test confirmed that the ECG detection error was caused by a defective processor. The device was evaluated on-site and repaired to ensure proper functionality. No further evaluation is necessary at this time, and the device remains at the customer site.